Event description:
The customer reported that while the central station was in use monitoring patients along with ambulatory telepacks, the patient waveforms disappeared. There were no messages on the screen, and no touch screen or mouse capabilities. Digital data was displayed. No patient injury was reported.

Manufacturer narrative:
Patient monitoring identified a software anomaly associated with this event. The customer's software will be upgraded with a new software version, which incorporates the correction for this anomaly.